Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer stated that the insulin pump was not delivering insulin. The reported blood glucose reading was 287 mg/dl. Troubleshooting was performed, and the insulin pump failed the prime and high pressure tests. Nothing further was reported.